Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device had a blank display coincident with a solid red x in the rfu indicator. There was no reported patient involvement.